Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: for the second time, the tube with blood sample has opened at the time of delivering the tube for conference, contaminating papers, and dirtying employee's gloves and coat. The tube shall not be opened to perform sample draw because it's used the vacuum, but even though the stopper pops off during handling. The employee was using personal protective equipment and there was no damage.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Additionally, bd was unable to determine one of the lot numbers associated with the complaint; therefore, a review of the device history record could not be conducted for the unknown lot. . If additional information is made available, this complaint will be reopened to asses the level of investigation needed. Two hundred (200) retention samples of the known lot number from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst tube gel 3.5 ml, the device experienced stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: for the second time, the tube with blood sample has opened at the time of delivering the tube for conference, contaminating papers, and dirtying employee's gloves and coat. The tube shall not be opened to perform sample draw because it's used the vacuum, but even though the stopper pops off during handling. The employee was using personal protective equipment and there was no damage.